Event description:
Scd machine was on and working at the beginning of the surgical case. Near the end of the case, I noticed the machine was no longer on. Nurse went to turn it on and it would not turn on, as the battery was dead. Machine did not alarm due to low battery like it normally does. Alarms failed to sound to alert staff the machine had stopped working.

Event description:
Scd machine was on and working at the beginning of the surgical case. Near the end of the case, I noticed the machine was no longer on. Nurse went to turn it on and it would not turn on, as the battery was dead. Machine did not alarm due to low battery like it normally does. Alarms failed to sound to alert staff the machine had stopped working.